Event description:
(B)(6) medical in (B)(6) reported that air leaked at the max pressure release valve of an rd900aeu neopuff infant resuscitator when a tube was connected. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the fascia and valve system of the affected rd900aeu neopuff infant resuscitator were returned to fisher & paykel healthcare (B)(4) for inspection. The returned components were performance tested by fitting a test manometer. Results: there was no physical damage noted with the returned neopuff components. The reported fault could not be replicated as the returned components functioned normally during performance testing. Conclusion: no fault was found with the neopuff components as it operated properly during testing. Both the neopuff user instructions and the neopuff technical manual describe the set-up procedure for the device including how to check and adjust the settings prior to patient use.

Manufacturer narrative:
(B)(4). The rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
(B)(6) reported that air leaked at the max pressure release valve of an rd900aeu neopuff infant resuscitator when a tube was connected. This was noticed before use on a patient. No patient consequence was reported.